Manufacturer narrative:
Evaluation: method = no device to be returned additional manufacturer narrative: as the device remains implanted no evaluation will be performed. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. Transcatheter valve implantation inside a degenerated bioprosthetic valve (subject device) is a less-invasive alternative approach. There are multiple factors and mechanisms leading to bioprosthetic valve stenosis and degeneration; without return of device, a conclusive root cause cannot be confirmed.

Event description:
It was reported that a patient with a edwards aortic bioprosthetic valve underwent a valve in valve, procedure with another edwards device as part of a clinical trial. The patient had presented with severe bioprosthetic aortic stenosis with worsening dyspnea for the past several months after an implant duration of approximately 13 years. The patient experienced a progressive decrease in effort and fatigue which resulted in the tavr work-up and implant.